Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an emergency procedure, the user reported no system movements and a c bow proximity switch defect. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure no non-conformity was identified. The user reported that during a patient procedure system movements became unavailable due to a defect of a proximity switch of the c-arm. The service engineer (cse) inspected the system and found the proximity switch of the c-arm to be torn from the guide rail and to be broken. The cse reported that the most probably reason for such defect is a collision with a part not belonging to the system. The log file analysis confirmed the observation of the cse. The log file clearly shows that the system detected a proximity switch errors. Due to these errors the system prohibited from further movement with full speed. In override mode a movement with reduced speed was still possible. The defective proximity switch was not returned for detailed investigation of the hardware. The cse replaced the defective proximity switch on the c-arm. After the replacement, the system functionality was restored completely. No systematic issue could be identified; therefore, no corrective action is planned based on the present event.